Event description:
It was reported that during an orbital atherectomy procedure for the truth clinical trial, slow flow occurred after use of the csi stealth orbital atherectomy device (oad). There were multiple focal lesions located in the right sfa and right popliteal artery. The physician used a 7fr/45cm introducer sheath, a 0.035" quickcross support catheter and a miracle bro 3 wire from a contralateral approach to access the lesions. The miracle bro 3 was exchanged for a 0.017" csi viperwire guide wire, and the viperwire was advanced into the patient. An emboshield nav6 filter was first loaded onto the viperwire and then the oad was loaded onto it and advanced to the popliteal artery. The physician completed two runs at low speed, two runs at medium speed, two runs at high speed, two runs at low speed, two runs at medium speed and two runs at high speed (for 20 seconds each run). An angiogram was performed after atherectomy and revealed slow flow in the distal peroneal artery. Before treating the peroneal, the physician performed balloon angioplasty in the sfa and popliteal artery and achieved good angiographic results in the sfa and popliteal artery. He then performed thrombectomy in the distal peroneal using an aspiration catheter. It was noted that some restoration of distal flow was achieved; however, no further intervention was performed in the peroneal as the at artery provides almost all blood flow to the foot for this patient. The patient status remained stable throughout the procedure.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4). Device discarded by facility.